Event description:
It was reported that when intra-aortic balloon (iab) therapy was about to be initiated, the console generated an alarm and blood was seen in the iab. When the iab was checked, a small hole was noticed at the tip. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: perfusionist. Event site postal code: (B)(6). Additional email: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and blood in the inner lumen.two kinks were observed on the catheter approximately 76.4cm and 74.4cm from the iab tip. The extender tubing and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure tubing and extender tubing was performed and a leak was detected on the membrane approximately 23.1cm from the rear seal and measuring 0.051cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.